Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to perform several actions including disconnecting the tubing and delivering a series of boluses. Despite recurrence of the occlusion alarm, the procedure was ultimately successful, and the customer was advised to replace supplies as necessary and resume insulin therapy. Further assistance was arranged through a follow-up request.